Manufacturer narrative:
Results: the returned penumbra system 3max reperfusion catheter (3maxc) was undamaged. Conclusions: evaluation of the returned 3maxc revealed an undamaged device and the sterile pouch was not returned for evaluation. Penumbra product packaging is 100% visually inspected during in-process inspection and during quality inspection prior to shipment of the devices for sterilization. These inspections ensure that this device left our facility packaged in a sterile pouch. The root cause of the reported complaint could not be determined. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Section h. Box 6. Conclusions code 1: 4316 the investigation findings do not lead to a clear conclusion about the cause of the missing sterile pouch. H3 other text : placeholder.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a thrombectomy procedure using a penumbra system 3max reperfusion catheter (3maxc), the physician reported that the 3maxc was not within its sterile packaging upon removal from the display box. The issue with the 3maxc was found prior to use and, therefore, the 3maxc was not used in the procedure. The procedure was completed using another 3maxc.